Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a liver resection using two devices, the following event occurred. During an inspection of the first device before use, an error occurred. The operator changed the first device for the second device. However, probe damage error and seal & cut short circuit error occurred during the procedure. The operator noticed that the tissue pad was severely worn when the operator checked the second device. The intended procedure was completed without thunderbeat. There was no patient injury reported. This is the report on the second device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad was partially peeled off.